Manufacturer narrative:
(B)(4). Batch # ni attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and received: we need clarification of the reported patient consequence of ¿larger lung resected.¿ was there any patient consequence or change in the post-operative care of the patient due to the larger lung resection? Please provide further detail. Response received: jjm rep is unable to obtain any further information regarding this case. It is unknown if there was any change in the post-operative care of the patient, none was reported. Apart from the reduced lung capacity brought about by the larger lung resection, there are no other known patient consequence.

Event description:
It was reported that during a lobectomy, when initiating the firing sequence with the reload properly loaded, the device locked out and became stuck on the tissue and was then unable to be reopened. More reloads and more resection. Larger lung resected.

Manufacturer narrative:
(B)(4).batch # n57315. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.